Event description:
Caller reported experiencing a cartridge alarm 30 during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was already in the process of obtaining a new pump and the call was transferred to sales region 2; however, the call disconnected from the customer.